Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, a cracked belt clip slot, a cracked reservoir tube and a cracked reservoir tube lip.

Event description:
Customer reported the act button on the insulin pump was not responding. Customer did not know current blood glucose. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.